Event description:
It was reported that an asymptomatic patient presented to ER after receiving a vibratory patient notifier. Episodes of non sustained ventricular oversensing was observed. Review of egms revealed possible myopotential oversensing. Oversensing was able to be recreated when patient took deep breaths. Programming changes were made to device.